Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed. The patient came in for a disconnect, and reported that the pump alarmed. Patient then powered the pump off. When he came to the clinic the res volume showed 102ml, which is the start volume. Reviewed settings and explained, that the res volume was likely reset. Explained how this can occur. No patient injury. No additional information.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.